Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Claim#:(B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -16.50/1.0/097 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a same size, different power (sphere/cylinder/axis) lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.